Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors.

Event description:
Implant failure was due to the implant did not fit and bone graft had to be placed. Bone quality at time of failure in unknown.